Event description:
A customer reported to beckman coulter, inc. (Bec) that unicel dxc 600i synchron access clinical system generated an erroneously elevated troponin (accutni) results, within the risk stratification range, for one patient. The erroneous result was not reported out of the laboratory. Repeat testing produced results within the normal reference range. There was no report of death, injury, or change to patient treatment in association to this event.

Manufacturer narrative:
The sample was serum collected on (B)(4) 2011 at 01:45, and was centrifuged at 3000g for ten (10) minutes. The customer noted that the sample was slightly turbid. Three levels of qc were within the customer's established ranges prior to and after the event. A passing system check was performed on (B)(4) 2011. Service was not dispatched for this event. Although pre-analytical factors, such as sample handling, may have contributed to this event, no definitive root cause could be determined for this event. Similar events on (B)(4) 2011 and (B)(4) 2011 at this customer site are documented in MDR#s 2122870-2011-06058 and 2122870-2011-06059, respectively.